Manufacturer narrative:
Further device information is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient underwent a right heart catheterization procedure. During the procedure, a cutoff in the pulmonary vessels located distally was found after a pulmonary angiogram was performed. In turn, a pulmonary embolism was suspected. The pulmonary pressures and the cardiac output were measured and remained stable. Suction of the pulmonary vessels was attempted but was unsuccessful. In turn, a CT angiography of the patient's chest was performed. The results confirmed the presence of a nonocclusive subsegmental pulmonary embolism in the posterior left lower lobe. No evidence of pulmonary infarction was noted. The patient remained stable and was admitted to the interventional unit. The patient will be withdrawn from the clinical study. It was noted the event was procedure related.